Manufacturer narrative:
Follow-up #1 date of submission 12/28/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully attach on to the pump. The battery cap contact dimensions were found to be within specifications. Reboots occurred with the returned battery cap. A test cap was then used and was able to fully attach on to the pump. The pump was then tested for 24 hours with no power issues. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.